Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl the customer treated low blood glucose with drinking juice and food. The customer experienced issues with the sensor, experiencing intermittent calibration not accept alerts. The customer current blood glucose 87 mg/dl, the customer declined to trouble shoot for low blood glucose. The customer will be sent a replacement sensor and will return the product for analysis.